Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon revised a scorpio total knee to a triathlon ts due to implant subsidence.

Manufacturer narrative:
An event regarding revision due to loosening/subsidence of an unknown scorpio baseplate was reported. The event was confirmed based on clinician comments of the medical records provided. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient medical records were provided for review by the consulting clinician. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: an event regarding revision due to loosening/subsidence of an unknown scorpio baseplate was reported. Clinician comment on the medical records received confirmed gross loosening of the tibial baseplate with severe osteolysis and migration of the baseplate. Femur and patella still appear stable. There is so much secondary destruction on the tibial side that it becomes difficult to establish a root cause of the loosening problem. More x-rays, especially early post implantation, would be required to help solve this case. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised a scorpio total knee to a triathlon ts due to implant subsidence.